Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for non-malignant pain. The first device was explanted due to infection and healthcare professional (hcp) is unsure about which leads were explanted with previous explanations. The issue is resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.